Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient presented with decrease in vision due to asymmetric lens vault approximately 11 weeks post implant. Post-operative cystoid macular edema (cme) was also noted. The patient is scheduled for lens exchange. This report refers to the patient's left eye. Please reference MDR# 1313525-2015-01507 for the lens implanted in the patient's right eye.